Event description:
It was originally reported that the pt experienced unusual symptoms following the use of "(B) (4) balance board". She used her board on (B) (6) 2009, for about 15 mins holding the control device in her right hand (neurostimulator was implanted in upper right buttock) and had no unusual stimulation. About 3 hours post use of board, she developed mild gastrointestinal (gi) symptoms: gaseous feeling; nausea; abdominal cramping/burning. These symptoms remained for 24 hours. She used her board on (B) (6) 2009, and again for symptoms while using the board, but 3 hours later, similar symptoms returned worsening over the next 24 hours and have remained. She did a sudden twist-over movement while on the board and experienced a sharp sudden sensation of stimulation. She turned her device off and reduced the amplitude to 0 volts on (B) (6) 2009, due to worsening/continuing abdominal and upper gi symptoms. The symptoms remained for the rest of the weekend, but then started to abate. She felt the device was intermittently active over the weekend even with it off and experienced some twinges of stimulation in both lateral sides of the buttock and above sacrum to the left where lead was implanted. She reactivated the device on (B) (6) 2009, and increased the amplitude by about 0.1 volts. The location of the stimulation was in the same place as prior to the episodes. The device was later interrogated with no abnormal findings. It was noted that the user manual of the board did state that pacemakers or other implanted devices may be affected while using the gaming console. She was no longer going to use the board. Her device has made significant improvement in her bowel function and problems with her balance and lower limbs. Her device was turned off and put to 0 volts until her surgeon could evaluate her. It was later reported that the pt experienced jolting type sensations intermittently while using her electric battery powered tooth brush and when going over speed bumps in car. When her device was deactivated the jolting sensations were still present. The pt requested device removal. She recovered without sequela.

Manufacturer narrative:
(B) (4).